Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported the customer was hospitalized on (B)(6) with high blood glucose over 500 mg/dl. Symptoms included vomiting and thirst. The customer was treated with an insulin drip and nausea medication. The customer's mother believed the insulin pump was not delivering insulin and stated customer was being treated with shots. It was stated the hospital examined the device and stated it was not working. Troubleshooting was declined. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.